Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported since having the implant yesterday (B)(6) 2016 she has gone to the bathroom 22-24 times, and her symptoms seems worse having the implant. Patient stated hcp doesn't know anything about therapy. Patient stated was not feeling stimulation while therapy was on. Patient services confirmed with pp that therapy was on, setting was on p1 @ 1.2v and patient was not feeling stimulation. Information omitted pertained to related pe (B)(4): incisional pain additional information was received from a consumer (con). It was reported that the patient's device needed adjusting. They reported that they had to go to the bathroom around 8 times during sleeping hours and 10 times during waking hours. They also noted that the accidents were somewhat less. They mentioned that they had jacked up the amount of stimulation, but that made little difference. They lowered it to a level so they could not feel the stimulation. They guessed that they needed to change the program. They noted that the urgency was somewhat improved, the number of times they were urinating in a 24 hour period was minimally improved, and the accidents were somewhat less, but they had to wear a pad because by the time they made it to the bathroom they had some leakage. Additional information received as patient reported that they were still going to the bathroom (24x/day or more, 7x/night) and an increase in diarrhea symptoms. Patient mentioned that feeling stimulation from time to time. Patient had 4 urinary track infection (utis). Patient informed the hcp, who gave them an antibiotic. Patient stated that it did not feel like a uti. Patient noted a representative changed programs once and patient has increased from 1.7 to 2.5, which was comfortable (higher was uncomfortable).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.